Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/21/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction and an infection which occurred three days after the sensor had been inserted in the arm. On (B)(6) 2025, the patient experienced sensor errors for hours and intermittent cgm readings before failing on the night of (B)(6) 2025. Upon removal of the sensor, there was redness, swelling, and an infection at the needle puncture site. The area was warm to touch. The spouse mentioned the patient did not experience any pain during the sensor session. On (B)(6) 2025, they consulted a physician who physically examined the skin reaction site and prescribed oral antibiotic medication (cephalexin 500 mg, four times daily for seven days) and they started the treatment on the same day. At the time of the report, the area was still red and swollen. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.